Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: bent pins in the connector. A definitive root cause for the could not be identified. Based on the results of the investigation the probable cause of the complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited bent pins in the connector. There was no patient involvement.